Manufacturer narrative:
T:slim x2 user guide states: "never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer filled tubing twice and was connected to the infusion set on one occurrence. The customer's blood glucose (bg) level was 47 mg/dl. Reportedly, the customer required assistance from the reporter and was given carbs to address bg level. During follow-up with tandem technical support, the customer's bg level had returned to 115 mg/dl.